Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-05936 and MFR. Report #3005099803-2012-05937). It was reported to boston scientific corporation that the two rx ercp cannulas were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, when dye was flushed through the cannulas during preparation, a leak was detected in the devices at the point where the catheter transitions from 8.5fr to 5fr. A 0.035" hydra-jagwire was present in the device at the time of the leak. The procedure was completed with an autotome 44 cannulating sphincterotome. There were no patient complications reported as a result of this event. The patient was reported to be "fine" post-procedure. This event has been deemed reportable based on the investigation finding: catheter split/torn.

Manufacturer narrative:
(B)(4) the investigation finding: catheter torn. Visual evaluation of the returned device found that the device was split/torn at the proximal end of the bond area. A functional evaluation found that when water was injected through the device with a 5ml syringe, no leaks were noted. However, when a finger was placed over the device tip and water was injected, a leak was observed at the bond joint location. The leakage was observed at the bond joint approximately 27.5cm from the distal tip. Review and analysis of all available information indicated the most probable root cause for this event was handling damage as the issue was noted during preparation and outside the patient. The device history record review found the device met all manufacturing specifications.